Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a control panel error upon boot up. This error causes the system to immediately shut down, preventing it from completing boot up. There is no report of injury or death.